Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the probable cause was attributed to stress-related factors, such as damage or deterioration of components. The most likely cause of this complaint is expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the bronchovideoscope was found to have peeling adhesive around the objective lens. No patients were involved in this event.